Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps (cf) involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. A piece approximately 0.21" x 0.67" was found to be broken off the yaw pulley. The broken piece was returned. The root cause of this failure was typically attributed to mishandling or misuse. Additional finding not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.134¿ - 0.168¿ in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling or misuse.

Event description:
It was reported that during central processing, the tip of the cadiere forcep was broken. There was no patient involvement.